Manufacturer narrative:
Product complaint: (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
New etq record created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint: patient revised for painful hip, elevated chromium levels, and metalosis. Update 12/06/2011: litigation papers received, there is no new information that would change the outcome of this investigation. Update 9/17/2012: pfs was received from legal, medical records were received from legal. There is no new information that would change the existing MDR decision. Records are available for further review. Update 18 apr 2018: (B)(4) has been re-opened under (B)(4) due to receipt of pinnacle ppf and implant sticker sheet. In addition to what was previously alleged, ppf alleges abductor muscle repair, metal wear and dislocations. Added stem due to previously reported elevated metal ion levels. Doi: (B)(6) 2008; dor: (B)(6) 2011; left hip.